Manufacturer narrative:
We are currently performing the investigation and a follow-up report shall be submitted once the evaluation is completed.

Event description:
The reported event stated that the graft was implanted in a "u" configuration by anastomosis to the brachial artery and cephalic vein. The graft was tunneled using a forceps and the anastomosis was completed. After 48 hours the patient was taken to dialysis, two needles (one artery, one vein) were placed and in three hours the dialysis was completed. After removing the needles the patient had prolonged bleeding and the patient was taken to surgery. The needle holes were sutured and bleeding stopped. The anastomosis side was also controlled. After 10 days the graft is still functioning however there is edema because of the bleeding and re-operation.